Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: during testing, the pump¿s display screen was blank. The complaint could not be fully investigated due to this. A visual inspection of the pump showed that there was moisture in the display lens and that the battery compartment was cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was found in the pump.